Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to emergency room with pocket stimulation. The patient's left arm was twitching. A chest x-ray revealed that the left ventricular lead was wrapped in the device pocket. The left ventricular lead impedance trend showed a decrease in impedance in the last week. The lead was removed.